Event description:
While the end user was raising her daughter out of the bath with a floor lift and a clip sling, one clip of the sling broke. The pt fell out of the sling back into the tube. She sustained bruises to her head, which did not require any treatment.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. ((B)(4)) on behalf of the manufacturer arjohuntleigh (B)(6). Manufacturer complaint number: (B)(4). An arjohuntleigh investigation has examined the device and found the floor sling in good condition. Faulty sling will be sent to arjohuntleigh for further investigation. Additional info will be provided upon conclusion of the manufacturer's investigation.